Manufacturer narrative:
Final analysis found that the pulse generator was in back-up mode due to multiple flipped bits. After downloading the product code, normal function ensued.

Event description:
Also noted that the device was in back-up vvi.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon pulse generator interrogation, the message -invalid parameters- displayed. Device restoration and user downloads were unsuccessful. Upon reinterrogation, the programmer did not recognize the device. The hardware elective replacement indicator (eri) byte was checked, and indicated that the eri had not been reached. As the pulse generator could not be restored, it was explanted and replaced.